Event description:
(B)(6) 2015 I began to notice an issue with my ICD that was implanted (B)(6) 2011. I met with my doctor and reported that I was having a feeling that did not feel right. They said that the ICD was fine, so (B)(6) 2016 the generator was replaced and was told that there was a gel like substance removed but was not sent out for culture. After months have passed by the device has shifted and moved so I ended up going to another doctor for a second opinion. So (B)(6) 2016 the device was moved over and placed in another spot. Went to the new doctor (B)(6) 2017 to discuss that the device had shifted again and noticed that it was pierced the skin and you could see the device. Then I began to feel really sick and the doctor put me on antibiotics and discussed to have the ICD removed, so (B)(6) 2017 I was admitted into the hospital because I was on the verge of going septic so the doctor removed and said that the device was corroded.